Event description:
The pt, who was on angiomax and effient, underwent an interventional procedure. The procedure progressed normally and the physician did not perform an angiogram of the access site. The procedural sheath was pulled 2 hrs post procedure. Manual pressure was applied to achieve hemostasis. Time to hemostasis post procedure was greater than 60 mins. The morning following the procedure, the physician observed a hematoma at the access site. The size was not documented, but described as "sausage shape and moderate in size". The physician sent the pt for an ultrasound and a pseudoaneurysm was observed. The site was injected with thrombin for closure. After the injection of thrombin, a small jet of blood continued from the anterior aspect of the cfa. The physician re-positioned and injected more, still a short segment of the neck was not thrombosed. The site was gently compressed for several mins and closure was achieved. The pt is fine.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. However, review of ultrasound images returned confirmed that a pseudoaneurysm occurred. The physician did not obtain a fluoroscopic image of the groin access site and it was not possible to ascertain whether the access was in the correct location or too high, which could have caused the pseudoaneurysm. A review of the device history record and complaint history for this lot was not performed as the lot number was not reported. However, non conforming material report (ncmr) history from the last 6 months was reviewed and (B)(4) ncmrs have been initiated that are related to this failure mode. The axera access system instructions for use (IFU), was reviewed and based on available info, there is no indication that the IFU was not followed. Pseudoaneurysm is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions; therefore, no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification and the root cause is unk as it cannot be definitely determined.